Manufacturer narrative:
Investigation report: testing was performed in at abbott diagnostics scarborough, inc. On retained kit lot 151093 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-000 / lot 151093, test device part number 195-430 / lot 145158a. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 151093 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Related MFR report numbers: 1221539-2021-02584 through 1221359-2022-01334.

Event description:
Customer reported eight false negative results with the binaxnow covid-19 ag card on various dates with the same lot number. This report is two (2) of eight (8). Patient tested negative with the binaxnow covid-19 ag card on (B)(6) 2021. The patient had follow-up testing performed with an ID now on (B)(6) 2021 on a nasal sample which presented a positive result. Patient symptoms, health status and outcome were not provided.

Manufacturer narrative:
The supplemental report is being submitted to correct the previously reported event and provide additional information. Please see updates: d1, d2, g3, g6 and h2. Corrected data: d1, & d2.